Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported that the event continues but is expected to resolve with treatment.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/20/2009, 05/21/2009, 05/22/2009, 05/26/2009, 05/28/2009 and 06/04/2009 by phone, fax, and mail. A completed questionnaire was received on 05/27/2009. This report was mailed to FDA on: 06/19/2009.